Event description:
The distributor contacted heartsine to report that the device's instructional leds are not working correctly. This may lead to an inability understanding how to use the device correctly which could prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt one of the two pad-placement leds would not illuminate. The fault was attributed to the pad placement icon led being broken off the membrane pcb as inspection within the membrane revealed that the led was missing and could not be located. Device history records indicate that the sam 350p had been subject to final unit test when the operation of the icon leds would have been tested. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the device's instructional leds are not working correctly. This may lead to an inability understanding how to use the device correctly which could prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.